Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient had called to ask about compatibility for using a tens unit and mentioned that they had the therapy turned off currently. The patient then asked about a managing healthcare provider that was closer to where they were living in (B)(6) instead of in (B)(6), where their previous hcp had been. The patient stated they felt that clearwater was too far a drive for them. The caller reported that they would like to get their implanted system checked out because they weren't sure if it was still working and functioning right. The patient stated they "almost" felt like "why bother having it anymore" because when it was on, there were a limited amount of pulses they felt like they could choose from and that the pulse felt "weak" and didn't appear to be doing much. The patient stated they currently couldn't feel it now. The patient stated they would switch between different pulses (programs) so they had a "variety" of programs for their body to get used to, but they weren't sure if they even wanted to continue on with the therapy or not. Patient services reviewed device description/ function and stimulation considerations with the patient as well as ins battery longevity considerations and sent the patient physician listings at the patient's request. The patient inquired about ins battery life and said that they were told their current ins would last 10 years and inquired about the currently available interstim products. Reviewed information with the patient as well as airport and security system and tens unit guidelines. Patient to follow up with an hcp to get the implanted system checked and to discuss next steps. Documented reported event. No further action was taken by patient services.  Patient stated it had been going on for 2-3 years where it would hurt a bit and then not hurt and then they'd have pain and that they'd been seeing a chiropractor for the pain and the chiropractor used a tens unit which seemed to help the best but the pain was getting worse and worse and that it felt like a knife from their hip down their leg to their foot. Caller stated they'd also started doing exercises they'd found on facebook in the past week and had just bought their own tens unit, so they were hoping it helped. The patient stated they didn't know if it was because of the position they slept in that made the sciatica worse or because they weren't as physically active any longer or that it ran in their family, but it was painful additional information was received from the patient. The patient called back and repeated information regarding their concern with the therapy not working properly and not always feeling stimulation. The patient said they have 3 programs and they tried all three, but they were still running to the bathroom quite often in the middle of the night, and they ended up peeing their pants because they did not make it to the bathroom in time. The patient noted that any type of motion to get to the edge of their bed causes them to lose control of their bladder and wet the bed. The patient mentioned that they increased the amplitude on each of the three programs, but if the amplitude was set too high, it felt really uncomfortable and hurt. The patient confirmed they were able to decrease the amplitude to a comfortable level, but sometimes they didn't feel the stimulation, and they felt it in different parts of their body when they did feel it (the patient did not specify the parts of the body they were referring to). Agent reviewed stimulation expectations. The patient wanted to meet with an hcp to see if they could add other programs. The patient was in the process of getting new insurance and asked agent to email them physician listings for their area. Agent re-opened the case and emailed the listings as requested. The patient was redirected to their hcp to further address the issue. The patient was also noticing that the handset (j3) wasn't holding a charge. They mentioned that the handset was 100% charged yesterday, and today it was already down to 12%. Agent discovered that the patient was not powering off the handset after using it. Agent advised the patient to power off the handset after each use going forward and to call patient services back if the handset still doesn't seem to hold a charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.